Event description:
It was reported that the patients lead had high impedances. Subsequently the patient developed a swelling around his incision site that is very tender to touch. X-ray revealed lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was not return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.